Event description:
Per the clinic, the patient experienced an open wound at the magnet site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.